Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the tip could not be identified and the root cause could not be determined, however, it is possible that the foreign matter could not be removed due to physical damage to the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that foreign materials were adhered to the grooves and gaps at the tip of the device. The customer's originally reported issue of insertion tube air leak was confirmed; forceps channel pinholes were noted. The following additional findings were also noted: wear of the angle wire, various cracks, scratches, corrosion, chips, and peeling. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera ultrasound gastrovideoscope had black liquid inside of the forceps, and that there was an insertion tube air leak. Upon inspection and testing of the returned unit, it was discovered that foreign materials were adhered to the grooves and gaps at the tip of the device. The customer later confirmed that they did not clean, disinfect, and sterilize the product before returning it for evaluation, owing to the fact that once foreign matter was identified, the device was considered incapable of being washed. The customer reported there was no possibility the device could have been used for the procedure with the foreign matter attached. Additionally, there was no delay in the start of pre-cleaning, they wiped the nozzle with clean lint-free cloths, and there were no abnormalities reported in the accessories used for reprocessing the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.